Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following an unrelated surgery where the ipg was not set to surgery mode, the patient was unable to connect to the ipg. Troubleshooting was able to resolve the issue and restore therapy.